Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had very poor near and intermediate vision. Her visual acuity (va) for near vision was 20/100, intermediate vision was 20/30 and distance vision was 20/25. Additional information has been requested, yet no new information received. This report is associated with multiple complaints. This file is 2 of 2.